Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted on an unspecified date. In 2010 she had novasure done. Her doctor gave her no choice but to insert essure. Procedure was fine, but she has been in serious pain ever since. She also experienced high blood pressure and itchy skin. She ended up in the emergency room bleeding out of her rear. Scans showed left coil was not where it should be, it had not been located. She desperately wanted the coils out of her body. Follow-up received on 15-sep-2015: ptc investigation result was provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 15-dec-2015: no new clinical information. Follow-up information was received on 25-jan-2016 via social media and this case was upgraded to incident. Consumer reported a major surgery this week. She experienced lots of needless painful health issues and migrated coil. Follow-up information received on 31-jan-2016 after she heal from a major surgery, she has to have another. Essure was badly embedded in colon. Follow-up information received on 07-feb-2016 consumer reported total bowel resection to look forward to. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had ended up in the emergency room recently bleeding out her rear and left coil is not where it should be / they have not been able to locate it as of yet (migrated coil)/essure embedded in colon (regarded as partial bowel perforation). Additionally, she reported a major surgery and bowel resection. These events are listed according to essure reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (into fallopian tube or to peritoneal cavity). Additionally, the perforation internal bodily structures may occur with essure due to insert migration or during insertion procedure (hysteroscopy or essure placement). Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. Although, in this particular case, the exact mechanism of the events is unknown, given their nature; causality with the suspect device cannot be excluded. Regarding the reported bleeding, its exact etiology was not specified. However, considering abnormal genital bleeding may occur with essure therapy; causality with essure cannot be excluded. In addition other non-serious events were reported. This case was upgraded to incident upon receipt of follow-up information, due to the surgical interventions reported by the consumer. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
The product technical complaint (ptc) investigation result was updated and received on 22-feb-2016. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 09-mar-2016: consumer reported via social media that she had migrated coils fusing organs, doing mass damage and she had lose organs in 3 weeks over birth control. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had ended up in the emergency room recently bleeding out her rear and left coil is not where it should be / they have not been able to locate it as of yet (migrated coil)/essure embedded in colon (regarded as partial bowel perforation). Additionally, she reported a major surgery and bowel resection. These events are listed according to essure reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (into fallopian tube or to peritoneal cavity). Additionally, the perforation internal bodily structures may occur with essure due to insert migration or during insertion procedure (hysteroscopy or essure placement). Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. Although, in this particular case, the exact mechanism of the events is unknown, given their nature; causality with the suspect device cannot be excluded. Regarding the reported bleeding, its exact etiology was not specified. However, considering abnormal genital bleeding may occur with essure therapy; causality with essure cannot be excluded. In addition other non-serious events were reported. This case was upgraded to incident upon receipt of follow-up information, due to the surgical interventions reported by the consumer. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 09-mar-2016: consumer reported via social media that she had migrated coils fusing organs, doing mass damage and she had lose organs in 3 weeks over birth control. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had ended up in the emergency room recently bleeding out her rear and left coil is not where it should be / they have not been able to locate it as of yet (migrated coil)/essure embedded in colon (regarded as partial bowel perforation). Additionally, she reported a major surgery and bowel resection. These events are listed according to essure reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or migration (into fallopian tube or to peritoneal cavity). Additionally, the perforation internal bodily structures may occur with essure due to insert migration or during insertion procedure (hysteroscopy or essure placement). Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. Although, in this particular case, the exact mechanism of the events is unknown, given their nature; causality with the suspect device cannot be excluded. Regarding the reported bleeding, its exact etiology was not specified. However, considering abnormal genital bleeding may occur with essure therapy; causality with essure cannot be excluded. In addition other non-serious events were reported. This case was upgraded to incident upon receipt of follow-up information, due to the surgical interventions reported by the consumer. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 11-aug-2015. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon'), small intestinal perforation ('small bowel perforation'), uterine perforation ('perforation'), systemic lupus erythematosus ('lupus') and rectal haemorrhage ('ended up in the emergency room recently bleeding out my rear/ rectal bleeding') in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on (B)(6) 2009 and device ineffective "device ineffective". The patient's medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) 2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain, hyperplastic polyp and retroverted uterus. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from (B)(6) 2012 to (B)(6) 2014 and levothyroxine since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), depression ("depression"), psoriasis ("psoriasis") and memory impairment ("memory/word recall issues") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / hemorrhage"), rectal haemorrhage (seriousness criterion medically significant), pain ("serious pain ever since, painful health issues"), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), amnesia ("short-term memory loss"), diarrhoea haemorrhagic ("bloody diarrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain") and mental impairment ("brain fogg") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016 and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, rectal haemorrhage, pregnancy with contraceptive device, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, diarrhoea haemorrhagic, migraine, allergy to metals, weight increased, weight decreased, memory impairment, furuncle, vaginal haemorrhage, menorrhagia, uterine pain, complication of device insertion, complication of device removal and mental impairment outcome was unknown, the pain, alopecia and dysgeusia had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, diarrhoea haemorrhagic, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, memory impairment, menorrhagia, mental impairment, migraine, pain, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, pruritus, psoriasis, rash pruritic, rectal haemorrhage, small intestinal perforation, systemic lupus erythematosus, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: results: essure embedded in a mass of scar tissue (cont.). Ultrasound scan - on an unknown date: results: left coil not where it should be. X-ray - in (B)(6) 2015: results: left essure migrated from the left fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Concerning the injuries reported in this case, the following one/ones were reported via social media brain fogg, pregnancy, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.company causality updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0369) on 11-aug-2015. The most recent information was received on 09-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon'), small intestinal perforation ('small bowel perforation'), uterine perforation ('perforation'), systemic lupus erythematosus ('lupus') and rectal haemorrhage ('ended up in the emergency room recently bleeding out my rear/ rectal bleeding') in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on (B)(6) 2009 and device ineffective "device ineffective". The patient's medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) 2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain, hyperplastic polyp and retroverted uterus. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from (B)(6) 2012 to 19-mar-2014 and levothyroxine since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), depression ("depression"), psoriasis ("psoriasis") and memory impairment ("memory/word recall issues") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On 29-jan-2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / hemorrhage"), rectal haemorrhage (seriousness criterion medically significant), pain ("serious pain ever since, painful health issues"), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), amnesia ("short-term memory loss"), diarrhoea haemorrhagic ("bloody diarrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain") and mental impairment ("brain fogg") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016 and hysterectomy with bilateral salpingectomy on 29jan2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, rectal haemorrhage, pregnancy with contraceptive device, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, diarrhoea haemorrhagic, migraine, allergy to metals, weight increased, weight decreased, memory impairment, furuncle, vaginal haemorrhage, menorrhagia, uterine pain, complication of device insertion, complication of device removal and mental impairment outcome was unknown, the pain, alopecia and dysgeusia had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, diarrhoea haemorrhagic, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, memory impairment, menorrhagia, mental impairment, migraine, pain, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, pruritus, psoriasis, rash pruritic, rectal haemorrhage, small intestinal perforation, systemic lupus erythematosus, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) -2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: results: essure embedded in a mass of scar tissue (cont.). Ultrasound scan - on an unknown date: results: left coil not where it should be. X-ray - in (B)(6) 2015: results: left essure migrated from the left fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Concerning the injuries reported in this case, the following one/ones were reported via social media brain fogg, pregnancy, device ineffective. Lot number: 626908 manufacturing date:2008-04 expiration date:2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0369) on 11-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon"), small intestinal perforation ("small bowel perforation"), uterine perforation ("perforation"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), the second episode of rectal haemorrhage ("ended up in the emergency room recently bleeding out my rear/ rectal bleeding") and the first episode of rectal haemorrhage ("rectal bleeding") in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on (B)(6) 2009. The patient's past medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain and hyperplastic polyp. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from (B)(6) 2012 to (B)(6) 2014 and levothyroxine since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced the first episode of rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) with diarrhoea haemorrhagic and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pain. In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain, genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), the second episode of rectal haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), dysgeusia ("metallic taste in mouth"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation") with weight increased and weight decreased, arthralgia ("hip pain"), amnesia ("short-term memory loss"), depression ("depression") with memory impairment, psoriasis ("psoriasis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, the last episode of rectal haemorrhage, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, dysgeusia, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, migraine, allergy to metals, furuncle, vaginal haemorrhage, menorrhagia, complication of device insertion and complication of device removal outcome was unknown and the pelvic pain and alopecia was resolving. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, menorrhagia, migraine, pelvic adhesions, pelvic pain, pruritus, psoriasis, rash pruritic, small intestinal perforation, systemic lupus erythematosus, uterine perforation, vaginal haemorrhage, weight fluctuation, the first episode of rectal haemorrhage and the second episode of rectal haemorrhage to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: essure embedded in a mass of scar tissue (cont.) Ultrasound scan - on an unknown date: left coil not where it should be x-ray - in (B)(6) 2015: left essure migrated from the left fallopian tube. (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) 2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events psoriasis, dysmenorrhoea, migraine, allergy to metals, furuncle, vaginal haemorrhage, menorrhagia, complication of device insertion and complication of device removal, systemic lupus erythematosus, small bowel perforation, uterine perforation, genital haemorrhage were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon"), small intestinal perforation ("small bowel perforation"), uterine perforation ("perforation"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), the second episode of rectal haemorrhage ("ended up in the emergency room recently bleeding out my rear/ rectal bleeding") and the first episode of rectal haemorrhage ("rectal bleeding") in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on (B)(6) 2009. The patient's past medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain, hyperplastic polyp and retroverted uterus. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from (B)(6) 2012 to (B)(6) 2014 and levothyroxine since (B)(6) 2009. On 3-nov-2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), depression ("depression"), psoriasis ("psoriasis"), weight increased ("weight gain"), weight decreased ("weight loss") and memory impairment ("memory/word recall issues"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced the first episode of rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of rectal haemorrhage (seriousness criterion medically significant), pain ("serious pain ever since, painful health issues"), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), amnesia ("short-term memory loss"), diarrhoea haemorrhagic ("bloody diarrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine pain ("uterus pain"). The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016), surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, the last episode of rectal haemorrhage, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, diarrhoea haemorrhagic, migraine, allergy to metals, weight increased, weight decreased, memory impairment, furuncle, vaginal haemorrhage, menorrhagia, uterine pain, complication of device insertion and complication of device removal outcome was unknown, the pain, alopecia and dysgeusia had resolved and the pelvic pain was resolving. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, diarrhoea haemorrhagic, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, memory impairment, menorrhagia, migraine, pain, pelvic adhesions, pelvic pain, pruritus, psoriasis, rash pruritic, small intestinal perforation, systemic lupus erythematosus, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of rectal haemorrhage and the second episode of rectal haemorrhage to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: essure embedded in a mass of scar tissue (cont.) Ultrasound scan - on an unknown date: left coil not where it should be x-ray - in (B)(6) 2015: left essure migrated from the left fallopian tube (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) 2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: event outcome for event metal taste in mouth updated to recovered from unknown. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 11-aug-2015. The most recent information was received on 13-jul-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon"), small intestinal perforation ("small bowel perforation"), uterine perforation ("perforation"), genital haemorrhage ("abnormal bleeding (general) / hemorrhage"), systemic lupus erythematosus ("lupus"), the second episode of rectal haemorrhage ("ended up in the emergency room recently bleeding out my rear/ rectal bleeding"), the first episode of rectal haemorrhage ("rectal bleeding") and pregnancy with contraceptive device ("pregnancy") in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on (B)(6) 2009 and device ineffective "device ineffective". The patient's past medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain, hyperplastic polyp and retroverted uterus. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from (B)(6) 2012 to (B)(6) 2014 and levothyroxine since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), depression ("depression"), psoriasis ("psoriasis"), weight increased ("weight gain"), weight decreased ("weight loss") and memory impairment ("memory/word recall issues"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced the first episode of rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In may 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of rectal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("serious pain ever since, painful health issues"), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), amnesia ("short-term memory loss"), diarrhoea haemorrhagic ("bloody diarrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain") and mental impairment ("brain fogg"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016), surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, the last episode of rectal haemorrhage, pregnancy with contraceptive device, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, diarrhoea haemorrhagic, migraine, allergy to metals, weight increased, weight decreased, memory impairment, furuncle, vaginal haemorrhage, menorrhagia, uterine pain, complication of device insertion, complication of device removal and mental impairment outcome was unknown, the pain, alopecia and dysgeusia had resolved and the pelvic pain was resolving. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, diarrhoea haemorrhagic, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, memory impairment, menorrhagia, mental impairment, migraine, pain, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, pruritus, psoriasis, rash pruritic, small intestinal perforation, systemic lupus erythematosus, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of rectal haemorrhage and the second episode of rectal haemorrhage to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: essure embedded in a mass of scar tissue (cont.) Ultrasound scan - on an unknown date: left coil not where it should be x-ray - in (B)(6) 2015: left essure migrated from the left fallopian tube. (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) 2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Concerning the injuries reported in this case, the following one/ones were reported via social media brain fogg, pregnancy, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine/device location of device:essure coil encased in a granuloma adhered to colon"), small intestinal perforation ("small bowel perforation"), uterine perforation ("perforation"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), the second episode of rectal haemorrhage ("ended up in the emergency room recently bleeding out my rear/ rectal bleeding"), the first episode of rectal haemorrhage ("rectal bleeding") and pregnancy with contraceptive device ("pregnancy") in a 41-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "then (after essure insertion), the patient underwent endometrial ablation" on 3-nov-2009 and device ineffective "device ineffective". The patient's past medical history included gynaecological chlamydia infection in 1989 and hypothyroidism. Concurrent conditions included body mass index normal, arthritis, depression, fibromyalgia, hypothyroidism, post-traumatic stress disorder, ovarian cyst ruptured, anemia, rectal polyp, perineal pain, hyperplastic polyp and retroverted uterus. Concomitant products included cyclobenzaprine since (B)(6) 2012, hydrocodone from 2-jul-2012 to 19-mar-2014 and levothyroxine since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe, left-sided pelvic pain when not menstruating/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device insertion ("the left one gave him some problems, but, that he finally got it in there"). On (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), depression ("depression"), psoriasis ("psoriasis"), weight increased ("weight gain"), weight decreased ("weight loss") and memory impairment ("memory/word recall issues"). On (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraines") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced furuncle ("boils on face"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced the first episode of rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("she had complications from her essure removal procedure"). In (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of rectal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pain ("serious pain ever since, painful health issues"), hypertension ("high blood pressure"), pruritus ("itchy skin"), pelvic adhesions ("migrated coil fusing organs"), internal injury ("organ damage nos"), abdominal pain ("severe, left-sided abdominal pain when not menstruating"), abdominal pain lower ("abdominal cramping, when not menstruating"), back pain ("severe back pain, when not menstruating"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), amnesia ("short-term memory loss"), diarrhoea haemorrhagic ("bloody diarrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain") and mental impairment ("brain fog"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016), surgery (exploratory laparoscopy to remove essure coil from the small bowel on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, small intestinal perforation, uterine perforation, genital haemorrhage, systemic lupus erythematosus, the last episode of rectal haemorrhage, pregnancy with contraceptive device, hypertension, pruritus, pelvic adhesions, internal injury, abdominal pain, abdominal pain lower, back pain, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression, fibromyalgia, psoriasis, dysmenorrhoea, diarrhoea haemorrhagic, migraine, allergy to metals, weight increased, weight decreased, memory impairment, furuncle, vaginal haemorrhage, menorrhagia, uterine pain, complication of device insertion, complication of device removal and mental impairment outcome was unknown, the pain, alopecia and dysgeusia had resolved and the pelvic pain was resolving. The pregnancy outcome was unknown to the reporter. The reporter provided no causality assessment for complication of device insertion and complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, diarrhoea haemorrhagic, dysgeusia, dysmenorrhoea, fatigue, fibromyalgia, furuncle, genital haemorrhage, headache, hypertension, internal injury, memory impairment, menorrhagia, mental impairment, migraine, pain, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, pruritus, psoriasis, rash pruritic, small intestinal perforation, systemic lupus erythematosus, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of rectal haemorrhage and the second episode of rectal haemorrhage to be related to essure. The reporter commented: in 2010 she had novasure done (discrepant data provided - according to mr, novasure performed on the same day essure was inserted) on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy but physician further advised that due to the location of the left micro-insert, plaintiff would require a second surgery and referred her to another physician who recommended that she undergo surgery to remove the migrated micro-insert and the mass of scar tissue that was affixed to the outside wall of small intestine in which it was embedded. On (B)(6) 2016 patient underwent a third surgery, during which the mass of scar tissue and essure micro-insert were all detached and removed from the outside wall of the small intestine. Since her most recent removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Colonoscopy - in (B)(6) 2016: essure embedded in a mass of scar tissue (cont.) Ultrasound scan - on an unknown date: left coil not where it should be x-ray - in (B)(6) 2015: left essure migrated from the left fallopian tube (B)(6) 2016: during total hysterectomy and bilateral salpingectomy - only the right micro-insert was located during surgery; physician was unable to physically observe the left micro-insert, but suspected that it was embedded in a portion of the small intestine. (B)(6) 2016: colonoscopy (cont.) - that was affixed to the outside wall of the small intestine; the micro-insert had not perforated her small intestine. On (B)(6) 2016, xray impression is "left essure device remains in the left hemipelvis post hysterectomy and (B)(6) -2016, a CT scan of the abdomen and pelvis from demonstrated an essure call outside of the bowel that abuts the serosal margin of a loop of small bowel in the left side of the pelvis. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic pain, menorrhagia, abdominal pain, fatigue, device dislocation, complication of device removal, medical device monitoring error. Concerning the injuries reported in this case, the following one/ones were reported via social media brain fogg, pregnancy, device ineffective. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: events from social media:brain fogg, pregnancy, device ineffective were received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2009, the patient started essure. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016 the reporter considered device dislocation, the first episode of rectal haemorrhage, the second episode of rectal haemorrhage, hypertension, pruritus, pelvic adhesions, internal injury, pelvic pain, abdominal pain, abdominal pain lower, back pain, alopecia, dysgeusia, rash pruritic, fatigue, headache, weight fluctuation, arthralgia, amnesia, depression and fibromyalgia to be related to essure. In (B)(6) 2015: x-ray result was left essure migrated from the left fallopian tube. In (B)(6) 2016: colonoscopy result was essure embedded in a mass of scar tissue most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim - legal case, new reporters, essure insertion date, essure indication, image exams, new adverse events, previously reported events left coil is not where it should be / they have not been able to locate it as of yet/ migrated coil, essure embedded in colon/ bowel resection and ended up in the emergency room recently bleeding out my rear update to left essure micro-insert had migrated from the left fallopian tube, essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine, and ended up in the emergency room recently bleeding out my rear/ rectal bleeding, non-drug treatment, and essure stop date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure inserted and she had ended up in the emergency room recently bleeding out her rear and left coil is not where it should be/they have not been able to locate it as of yet (migrated coil)/essure embedded in colon (regarded as partial bowel perforation). Upon follow-up receipt, case became legal and events were updated to left essure micro-insert had migrated from the left fallopian tube/essure was embedded in a mass of scar tissue that was affixed to the outside wall of the small intestine (device dislocation), ended up in the emergency room recently bleeding out my rear/ rectal bleeding and rectal bleeding. Essure embedded in colon was deleted. Consumer underwent a total hysterectomy and bilateral salpingectomy around six years after insertion and, four months later, the mass of scar tissue and essure micro-insert were removed from the outside wall of the small intestine. Device dislocation is anticipated whereas rectal haemorrhage is unanticipated in the reference safety information for essure. The exact time point and mechanism of device dislocation is not known. However, considering the event's nature, a causal relationship could not be excluded. Causes of rectal haemorrhage include hemorrhoids, anal fissure, diverticulosis, infections, inflammations, angiodysplasia or polyps, tumors and trauma. In this particular case, bowel perforation was discarded. Thus, a causal relationship with essure was excluded. In addition, non-serious events were reported. This case was regarded as incident as surgical interventions were required. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs